Manufacturer narrative:
There is low likelihood of the ipg having been implanted at an inappropriate depth as the physician utilized both floroscopic and ultrasonic imaging during the implant procedure. It is more likely that the ipg migrated after the procedure was completed. The patient has a history of previous implant with nalu that required revision after the ipg migrated due to procedural swelling (see MDR 3015425075-2025-00240). There are no specific events reported by the patient that may have contributed to either instance of ipg migration. The patient is also reported to live a relatively sedentary lifestyle.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the lateral thigh area with the leads targeting the sciatic and saphenous nerves. After activating the system, the patient noted issues maintaining connectivity between the ipg and the external therapy discs, specifically reporting loss of connection upon moving to a standing position. On (B)(6) 2026 a surgical revision was performed to reposition the existing ipg due to suspected depth or positional issues.